Manufacturer narrative:
Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported stretched coils, deformation due to compressive stress and material separation was able to be confirmed. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number was not provided. It is possible that inadvertent mishandling resulted in the reported/noted device damages; however this cannot be confirmed. The investigation determined a conclusive cause for the reported/noted difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Estimated date of event. Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Abbott vascular returned goods lab received a damaged 300 cm abbott guide wire with no associated complaint. The guide wire is bent, stretched and the tip is separated. No additional information was provided.